Event description:
The passeo-18 peripheral balloon catheter was selected for treatment of a moderately calcified lesion in a moderately tortuous part of the left sfa. The affected device was positioned in the lesion and inflated but the balloon burst prior to reaching rbp. The pressure was not recorded. The affected device was withdrawn. Another balloon catheter was used to finish the procedure.

Manufacturer narrative:
Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections, each device is tested for air tightness by means of a pressure test and a helium leak test. Based on the conducted investigations, no material or manufacturing related root cause could be determined.